Manufacturer narrative:
The drill was received by the manufacturer and the complaint was confirmed. It is unknown how the hose was damaged. The hose assembly was replaced and additional preventative maintenance was also performed. The drill was returned to the user facility.

Event description:
It was reported that a hole was discovered in the hose portion of the pneumatic drill. It is unknown if there was any patient involvement associated with this event. The user facility was unable to provide any further information. No injuries were reported, and no other adverse consequences were alleged with this event.